Event description:
Caller alleged discrepant results compared with the lab. Results as follows: this week: inratio=3.4. Last week: inratio=1.4.

Manufacturer narrative:
Lovenox is a class of antithrombotic agents known as low-molecular-weight heparins (lmwh). Per product user guide - limitations, "this test should not be used for pts on heparin therapy." All inr results provided by the customer are performed more than three hours between two readings. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours in considered a reasonable length of time between two readings in order for comparison to be valid. Data analysis will not be performed and no further investigation will be pursued.